Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 21-nov-2016, a medtronic representative went to the site to test the equipment. A boot application failure was found to be due to a faulty hard-drive in the mobile view station (mvs) computer. After replacing the mvs computer and verifying all connectivity communications and image transfer, a system checkout was performed. The mechanical test, imaging test and safety inspection all passed the imaging system check-out.

Event description:
A site representative reported a black screen on the imaging system¿s mobile view station (mvs) monitor. The ¿system on¿ light and ¿line power¿ light were both on, but the mvs screen was black. In trouble-shooting, re-booting the system did not resolve the issue, and neither did turning the monitor off and back on again. This issue was discovered outside of surgery.